Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the device and found the following. - omsc could not find the signature of the electrical short circuit. - the dust was not deposited. - the lamp was attached without the slip. - the heat-compound was pasted properly. - the lamp gas was not leaked. - the lamp was turned on without any abnormality. - the standby mode could not be activated. - the brightness selector could not be activated. - the emergency lamp could not be turned on. - the lamp life meter could not be displayed. The clv-s40 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. The user facility changed the layout with the moving of the hospital. The user facility mounted the subject device to the trolley until then. After the moving of the hospital, the user facility mounted the subject device to the ceiling pendant made by (B)(6). After that, the user facility turned on the subject device, and the white smoke occurred from the back of the lamp box of the subject device. The user facility turned off the subject device. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Omsc interviewed with the user and found the following. The user heard a hissing noise and felt a burnt smell when this phenomenon was occurred. It was unknown whether there was no abnormality in the standby mode and the automatic brightness control function of the subject clv-s40 before this phenomenon was occurred. The ceiling pendant made by the dornier supplied the voltage to the subject clv-s40. When the user mounted another clv-s40 to the ceiling pendant, the white smoke was similarly occurred from another clv-s40. Also, it was found that the ceiling pendant made by the dornier had supplied a voltage of 227v. Omsc confirmed the protective valve of the capacitor in the power supply unit of the subject clv-s40 was damaged. Based on these investigation results, omsc surmised this phenomenon was occurred by the following. The supply voltage from the ceiling pendant was the over voltage for the clv-s40, because the rated voltage of the clv-s40 is 100v and the supply voltage from the ceiling pendant is 227v. The capacitor of the power supply unit of the subject clv-s40 was broken by this over voltage, and the power supply unit could not supply the power to cpu circuit board. As a result, the phenomenon occurred. There were no further details provided. If significant additional information is received, this report will be supplemented.